Event description:
It was reported that pump battery would not charge even though caller used tandem charging cable, tandem wall adapter, and confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Technical support instructed caller to leave wall adapter plugged into known working outlet for at least 30 minutes to see if pump would begin charging, and later sent text message to confirm whether charging for 30 minutes resolved issue, but no additional information was received regarding the outcome of the event.